Event description:
The distributor reported on behalf of the customer, during the preparation for use, the endoeye flex deflectable videoscope presented an e216 scope communication error message (no image). The lamp was lit but the screen was black. The issue occurred when connecting. The device was powered on and off. The connector was cleaned. Even when incorrect insertion / removal was performed several times, the e216 error message did not improve. The issue occurred with cutting equipment. The issue was not reproduced when the operation check was performed the next day. The procedure was not affected. No patient injury reported.

Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. However, breakage of the electronic board in the connectors was found. Electrical insulation failed. The bending section cover adhesive was chipped/missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified however, it is probable that the abnormal imaging was caused by 1) subject device has had no repairs for more than seven years, therefore, it was broken due to deterioration over time such as repetitive energization stress to the electronic parts such as the integrated circuit, 2) connecting/disconnecting the video connector section several times while the video system center was powered on caused excessive current to be delivered or 3) connecting the video system center while moisture attached to the electrical contacts of the video connector caused a condition that temporarily caused a short circuit or 4) static electricity was applied to the electrical contacts of the video connector. Olympus will continue to monitor field performance for this device.